Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the insufflator was not operating and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the insufflator generator is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, getting an error with the insufflation, the insufflator cannot be used. Caller stated they are getting an error 2125. Caller stated they tried rebooting a couple of times prior to calling in and the issue remains. Technical support engineer (tse) recommended trying a hard reboot on the vision side cart (vsc). Customer performed a hard reboot on the vsc and when the system powered back on the error returned. There was no report of patient injury.